Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance readings and sensing issues. The physician elected to explant and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224vrc ICD, implanted: (B)(6) 2009. (B)(4).